Manufacturer narrative:
Continuation of d10: product ID 37761. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the desktop charger, model: 37761; s/n: (B)(6). Revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a broken desktop charger (dtc) connector pin (37761). A couple days ago the pts dtc connector pin came off but pt was having problems before that for pt thought the dtc insulation broke off for it was going away so pt taped the dtc cord. Pt noted they were no longer able to charge their scs for they had it plugged in for a couple days but was not charging. Pt noted prior to this the recharger would flash and would not hold a charge (ps understood the insr could no longer charge due to damaged dtc). Pt noted the ins usually charges in 2 hours and maybe a few weeks after moving to florida pt met with their rep who readjusted and noted the implant was near the end of life for it had been 5 years (no allegations were made). Additional information was received from the patient. Pt called back and said they received their dtc replacement, but they think the recharger has gone bad now. Pt said that the recharger was blinking like the recharger was charging, but the recharger didn't charge. Pt said the recharger is now unresponsive.